Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported, the saber rx 5mm 15cm device was used for inflation of the superficial femoral artery. The device was inflated with an unknown inflation device, but the pressure was unable to reach its nominal pressure of eight atm. The complaint device was removed from the patient and leakage was confirmed from pin hole(s). The complaint device was replaced with another same sized balloon catheter (non-cordis) and the procedure completed without patient injury. The lesion was stenosis of the left superficial femoral artery, the popliteal artery and pa. A non-cordis sheath was inserted from the left common femoral artery by antegrade ipsilateral puncture. The saber was prepped as per the IFU. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191530 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics of stenosis and/or procedural factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the saber rx 5mm 15cm device was used for inflation of the superficial femoral artery. The device was inflated with an unknown inflation device, but the pressure was unable to reach its nominal pressure of 8 atm. The complaint device was removed from the patient and leakage was confirmed from pin hole(s). The complaint device was replaced with another same sized balloon catheter (non-cordis) and the procedure completed without patient injury. The lesion was stenosis of the left superficial femoral artery, the popliteal artery and pa. A non-cordis sheath was inserted from the left common femoral artery by antegrade ipsilateral puncture. The saber was prepped as per the IFU. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the saber rx 5mm 15cm device was used for inflation of the superficial femoral artery. The device was inflated with an unknown inflation device, but the pressure was unable to reach its nominal pressure of 8 atm. The complaint device was removed from the patient and leakage was confirmed from pin hole(s). The complaint device was replaced with another same sized balloon catheter (non-cordis) and the procedure completed without patient injury. The lesion was stenosis of the left superficial femoral artery, the popliteal artery and pa. A non-cordis sheath was inserted from the left common femoral artery by antegrade ipsilateral puncture. The saber was prepped as per the IFU. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.